Manufacturer narrative:
Additional information received on 24mar2016 and includes: the pathogen is staph. Epi. On (B)(6) 2016, the medical affairs director performed a clinical evaluation and commented as follows: according to report, the root cause for this revision of tha after 8 months is infection. Supplied data do not allow to confute or to confirm this hypothesis, so the root cause should be presumed to be infection as reported. Batch review performed on 12 april 2016. Lot 146955: (B)(4) items manufactured and released on 14 january 2015. Expiration date: 2019-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact acetabular shell ø 54 two-holes, code 01.32.154dh, lot. 135863 (k132879) (B)(4) items manufactured and released on 28 may 2014. Expiration date: 2019-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 36 size m 0, code 01.29.209, lot. 150457 (k112115) (B)(4) items manufactured and released on 28 april 2015. Expiration date: 2020-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact flat pe hc liner ø 36/e, code 01.32.3644hct, lot. 148747 (k103721) (B)(4) items manufactured and released on 27 january 2015. Expiration date: 2019-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact cancellous bone screw, flat head ø 6,5 l 25, code 01.32.6525, lot. 145877 (k103721) (B)(4) items manufactured and released on 03 december 2014. Expiration date: 2019-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain due to infection. The surgeon has removed the stem, head, liner, cup and screw and put in antibiotic spacers. The surgery was completed successfully. Explants are not available. X-rays are available.

Manufacturer narrative:
On 09 june 2016 it was prepared a final report with the information already submitted in the initial report. On 10 june 2016 the report was sent to the initial reporter and the case was closed.